Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr / 410psr on 23-april-2013. Laboratory analysis summary the device related to the reported events capsular contracture, anxiety-product/procedure, breastfeeding difficulties and rupture was received on (B)(6) 2026 with lot number 1798827. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ breastfeeding difficulties: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases, deformation and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported ¿not enough milk production¿ side not specified. Later, healthcare professional reported "rupture", "capsular contracture baker grade IV" and "exchange of textured devices due to product concern". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported ¿not enough milk production¿, which is reported as inability to breast feed, side not specified. Later healthcare professional reported "rupture", "capsular contracture baker grade IV" and "exchange of textured devices due to product concern". This record is for the left side. No treatment is planned and device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; g2; h6.

Event description:
Device has been explanted.